Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 22, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the replacement lenses lens case (sn:80871936) per the initial report. Additional documentation was received as well. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute to blurry vision or visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues "hm-blurry vision", "hm-visual disturbance- dysphotopsia", and "hm-sub-optimal results" were not confirmed. No additional issues could be observed during product evaluation. Conclusion: based on the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Received report indicating the iol was explanted from the patient¿s right eye due to 2/2 cloud over vision, dull colors, difficulty with near and intermediate vision. The customer reported the patient¿s vision as post-operation (po) m.r: +.75-.75 x 178 se:+.37. Their uncorrected distance visual acuity (ucdva) at one month po 20/30+, uncorrected near visual acuity (ucnva) j2. There was no vitrectomy required and the incision was not enlarged. The replacement lens is model zcu300 diopter 18.0. Reportedly, the patient is doing fine. No further information was provided.

Manufacturer narrative:
Additional information: upon further review of the file it was noted that a follow-up report is required. Therefore, this supplemental filing is to update the following fields: section a2 - date of birth: (B)(6) 1947. Section a4 - patient weight: 166 pounds. Section a5 - ethnicity and race: non-hispanic, white. Section b5 - describe event or problem: account provided patient was dissatisfied. They experienced dark, grayed-out cloud over vision and could not watch television or read. The affected eye is the right eye. Event had no medical or surgical intervention required. Corrected data section b3 - date of event: (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted